Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/11/2025, a sales representative reported via (B)(4) that an ar-8990ds disposables kit broke. This occurred during a case while drilling. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misuse due to prying/leveraging the device during use.